Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Concomitant products: 800cc mentor memorygel breast implant, catalog #3508004bc, lot #6464328. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast reconstruction with an 800cc mentor memorygel breast implant experienced infection and paint of an unknown side post procedure. The infection was treated with antibiotics and a hot spot. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Both serial numbers (B)(4) were provided, however, it was not indicated which serial number belongs to the impacted product, and this is reflected in d4. If additional information is made available in the future, then a supplemental report will be submitted.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 6464328, and no non-conformance's related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).